Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The above device handling has been warned in the instruction manual as follows; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the subject device was used on a polyp but the loop of the subject device could not be released. The user tried to release the loop but the handle of the subject device broke. The user severed the insertion portion of the subject device. The user withdrew the endoscope from the patient while leaving the subject device inside the patient. The user inserted the scope again and cut the loop using another device. The subject device was removed from the patient. No patient injury was reported. This is the report regarding the failure of releasing the loop.